Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Customer is not willing to return the product for evaluation.

Event description:
It was reported the customer experienced a hypoglycemic event while wearing the infusion device. The customer alleged that she does not trust the infusion device and feels it may not be working correctly. The customer stated on (B)(6) 2021 she had a comatose hypoglycemia, due to the pump. The customer was not willing to provide any further details about the infusion device. The customer's husband and daughter treated her at home with glucagon and blood glucose levels stabilized. The customer was not taken to the hospital.